Event description:
It was reported that a flo-gard IV solution administration set had a crack in the tubing. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection confirmed the reported condition; a hole in the tubing was identified approximately 1 cm below the chamber. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be a machine or equipment error during the manufacturing process. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.